Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive, reseated circuit boards, reloaded software, and flashed the memory nodes. The system operates as intended.

Event description:
The customer reported the system would not display a live image. No pt injury was reported.